Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, serial/lot #: (B)(6). H6) multiple annex a codes were submitted for the event. Annex a code, a1102, applies to rfr nav4123 while annex a code, a110201 applies to rfr nav4126. H3) a manufacturer representative (rep) went to the site to test the navigation system. The computer was replaced and the system performed as intended. Codes: b01, c07, d02 h3) the computer was returned to the manufacturer for evaluation. After testing, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system there was a blue screen saying an issue was detected during start up. The monitor then displayed a running script and an "failed to start pulse audio system server" error message. The representative (rep) tried rebooting the system before moving the system to a new outlet and tried reseating the ssd but there was no change. There was no patient involvement.